Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using an ilet system with a 23-inch, 6 mm infusion set, despite following proper infusion set change procedures and rotating sites; the device issued prolonged high glucose alerts and no leaks or visible abnormalities were identified during troubleshooting. Symptoms included high blood glucose up to 388 mg/dl without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no assistance from others, no ketone testing, and no use of backup therapy. Investigation included user-guided checks for leaks and infusion set issues, review of use steps during supply changes, and escalation for clinical support outreach. Investigation of this case revealed no confirmed device malfunction or component failure and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with no device problem identified.